Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was reported that device entered back up mode (bvvi). The reason is suspected to be due to a transmitter error. The device was re-programmed successfully in order to resolve the issue and the patient was stable.